Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews moved freely and without issue. Each lead port was inspected and the seal ring marks indicate full lead insertion. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device was connected to 500 ohms loads in both chambers and no noise was produced on the electrograms. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the clinical observations during testing.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized after experiencing dizziness and a loss of consciousness. An interrogation of the pacemaker revealed episodes with apparent pacing inhibition noted on the electrograms. There was an episode of pacemaker mediated tachycardia (pmt) that showed a loss of capture on the right ventricular (rv) lead for several seconds. The pacing impedance and threshold measurements on the rv lead are in range and have remained stable. Testing during patient movements did not result in any noise or loss of capture noted on the electrogram. Data and x-rays were sent to boston scientific technical services (ts) for review. A ts consultant discussed that the data submitted was incomplete and the electrograms that showed the pacing inhibition were no available for review. The pmt episode was able to be reviewed and revealed that there was noise from the minute ventilation (mv) feature; however, it was not being oversensed by the device. The device is also pacing at the maximum tracking rate and there are larger deflections where the patient's escape rhythm is recorded which may have appeared as there was loss of capture. No other pmt episodes showed this type of behavior and it does not seem to be actual retrograde conduction as the atrial rate continues at 130 bpm after the pmt algorithm is applied. It was also discussed that there is evidence of an intermittent high pacing impedance measurement on the rv lead that could be related to either a lead issue and/or device issue. It was discussed that the mv feature should be turned off. Additional troubleshooting was provided as well as a full memory download to be sent in for a more complete and detailed analysis. The manufacturer, model, and serial information on the rv lead was not provided. At a later date, the device was explanted and returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.